Event description:
It was reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung ECMO console expired. Upon follow up, it could not be confirmed if the patient expired during or following ECMO support. It was stated the patient was initially placed on ECMO support (exact date unknown) for pulmonary failure associated with a cancer diagnosis. During the ECMO course, the patient required multiple ECMO device exchanges due to technical failures of the units which caused a temporary drop in peripheral blood saturation to ¿critical levels¿. The drop in peripheral oxygen saturation was described as not contributing to the patient¿s well-being as the patient was described as very sick. The patient expired through the course of hospital care due to unreported etiology, but it was confirmed the root cause of this patient¿s death was not directly related to a malfunction or deficiency of any fresenius/ xenios product(s) or device(s). Multiple attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown whether a temporal relationship exists between ECMO support utilizing the novalung console and the patient¿s death. In the absence of the required information, the cause of the patient¿s death cannot be determined; however, it was confirmed the patient¿s death was not directly related to a malfunction of deficiency of any fresenius/ xenios product(s) or device(s). It is well established critically ill patients on ECMO support carry a high risk of mortality due to underlying pathology. Additionally, the mortality rate for pediatric patients in pulmonary failure on ECMO support is multifactorial and typically involves the patient¿s underlying pathophysiology and disease processes. Based on the available information, through an allegation exists stating this event was caused by a blood clot in the pump head, there is no objective evidence any fresenius/ xenios product(s) or device(s) malfunction or deficiency caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Correction: the g3 date on the initial MDR submission should have been 03/01/2023. Additional information: h10 clinical investigation: no temporal relationship exists between ECMO support utilizing the novalung console and the patient¿s death. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius/ xenios product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information revealed that the patient expired from cardiac failure. Furthermore, it was affirmed the patient was not on ECMO support at the time of their death.

Event description:
Additional information revealed that the patient expired from cardiac failure. Furthermore, it was affirmed the patient was not on ECMO support at the time of their death.

Manufacturer narrative:
Additional information: it was determined that the death reported in MFR report # 3012172416-2023-00013 was not related to the use of a xenios product. It was confirmed that the patient was not on ECMO support at the time of their death. There will be no further updates on 3012172416-2023-00013.